Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 450 units of insulin. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer would continue using the pump for insulin therapy.